Event description:
During xia3 surgery, when the surgeon tried to loosen the screw of the center of the cross link and adjust length, the shaft of cross link was stuck in the central position. Therefore, the surgeon changed the cross link to another brand new cross link.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.